Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2018-07113; it was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and then a 24mm watchman laa closure device and delivery system (wds) were used. During the procedure it was noted that the closure device became stuck in the was and could not be withdrawn. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Patient sex, weight, weight (unit), manufacturer name, catalog/model #, device lot number, device expiration date, device manufactured date: updated. Upn corrected from unknown to m635ts20060. (B)(4).

Event description:
It was previously reported that recapture difficulties occurred; however, it was further clarified that there were no recapture difficulties. The previously reported watchman closure device was not deployed in the laa. Venous access was very difficult due to the patient's weight and the was had also become kinked. After much effort, the physician was able to position the was adequately in the laa. He then attempted to insert the previously reported 24mm wds; however due to the kink in the was, the wds became damaged. He removed both the was and the wds and inserted a 16fr short introducer sheath in the vessel. He then used the same was with the introducer sheath, which was then preventing the kink. A new wds was advanced and the procedure was completed successfully.